Event description:
A pt's spouse reported pt experienced inaccurate results with a one touch profile meter. The pt's blood glucose results were 101 compared to the labs 166 mg/dl. Venous blood used for both tests were done less than a min apart. It should be noted onetouch strips are plasma calibrated in other country. Pt did not report any adverse events. Pt was fasting. No further information has been reported.